Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the upgrade procedure, the competitor right ventricular (rv) lead was repaired with a repair kit. After the repair, all measurements were appropriate. When the device was connected to the competitor rv lead, stimulation was ineffective. After manipulating and moving the device, stimulation was effective. As it appeared there was a connection issue, the competitor rv lead was removed and replaced with a new rv lead (0293). This rv lead was successfully implanted and all measurements were appropriate. The device was connected to the rv lead and measurements remained appropriate. When the device was manipulated, ineffective stimulation was noted. The stimulation would fluctuate from being effective to ineffective. As a result, the physician requested a echo. The echo noted no anomalies. A left ventricular epicardial lead was implanted and it was reported the system was functioning appropriately. No adverse patient effects were reported.